Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The breach in aseptic technique was further specified as the patient did not wear a mask for therapy. The patient was hospitalized for the event but left after one night against medical advice. The patient was treated with vancomycin intraperitoneally (1g once a week for three weeks) and was reported to have recovered from the peritonitis. Therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.